Event description:
It was reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: surgical notes and x-rays were not provided; therefore, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Manufacturer narrative:
Review of surgical reports provided indicates surgical technique was followed. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem a definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays, product or further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned femoral noted it exhibits signs of being implanted. The backside of the femoral is completely covered with bone cement remains. The condylar surfaces of the femoral implant are worn. Dimensional analysis of the product passed where measured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. This new information does not affect the previously completed investigation.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient was revised on an unknown date for an unknown reason. Attempts have been made and no further information has been provided.